Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump display was changing screens while not being interacted with. Additionally, the pump touch screen was unresponsive and timed out faster than expected. Customer's blood glucose was 195 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.